Event description:
It was reported that a patient had a revision procedure due to the elbow being unstable. The surgeon implanted radial head prosthesis in a patient on (B)(6) 2014. After several days it became clear that the elbow was unstable. The surgeon believes that he may have overstuffed the joint. The patient was returned to the operating room for a revision procedure on (B)(6) 2014. The surgeon replaced the radial head with a small diameter head and longer stem. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.